Event description:
Ace harmonic shears handpiece passed initial testing, however when attempting to use, it gave a device not working message. The device cord was changed with same message noted. Device exchanged. FDA safety report ID# (B)(4).